Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay mol4150 and repeated negative on the same lot. 2 run files from the simplexa assay were provided by the customer showing 4 positive samples on (B)(6) 2021. Sample ID (B)(6) positive for s gene (CT = 24.8), orf1ab (CT = 24.8), and rna ic (CT = 25.3). Sample ID (B)(6) positive only for s gene (CT = 33.1) and rna ic (CT = 29.7). Sample ID (B)(6) positive for s gene (CT = 28.8), orf1ab (CT = 30.1), and rna ic (CT = 28.9). Sample ID (B)(6) positive for s gene (CT = 27.8), orf1ab (CT = 28.6), and rna ic (CT = 28.6). Later that day, all 4 of these positive samples were tested on another kit lot of the simplexa assay and resulted negative on all 4 samples. The customer had decontaminated the instrument between the 2 runs. It is not confirmed if contamination had caused the initial positive results but sample ID (B)(6)was detecting all targets, including the internal control, very early compared to the other 3 positive samples. Follow up questions were asked on (B)(6) 2021 regarding the specimen/sample types, transport media used, storage conditions, assay setup time (within 30 mins), and if the samples were repeated on a different instrument. No response has been returned as of 5/14/21. Batch record review showed the critical component, reaction mix mol4151 lot# rx11913, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# rx11911 for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on (B)(6) 2021. Follow up report 7/7/21: retains were tested on (B)(6) 2021 with 14 ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay mol4150 and repeated negative on the same lot. The suspected false positive samples were tested on a different lot of the simplexa assay and results were negative and were confirmed negative by other methods. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. Other than patient sample ID number, other patient information and patient sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay mol4150 and repeated negative on the same lot. 2 run files from the simplexa assay were provided by the customer showing 4 positive samples on (B)(6) 2021. Sample ID (B)(6) positive for s gene (CT = 24.8), orf1ab (CT = 24.8), and rna ic (CT = 25.3). Sample ID (B)(6) positive only for s gene (CT = 33.1) and rna ic (CT = 29.7). Sample ID (B)(6) positive for s gene (CT = 28.8), orf1ab (CT = 30.1), and rna ic (CT = 28.9). Sample ID (B)(6) positive for s gene (CT = 27.8), orf1ab (CT = 28.6), and rna ic (CT = 28.6). Later that day, all 4 of these positive samples were tested on another kit lot of the simplexa assay and resulted negative on all 4 samples. The customer had decontaminated the instrument between the 2 runs. It is not confirmed if contamination had caused the initial positive results but sample ID (B)(6) was detecting all targets, including the internal control, very early compared to the other 3 positive samples. Follow up questions were asked on 5/7/21 regarding the specimen/sample types, transport media used, storage conditions, assay setup time (within 30 mins), and if the samples were repeated on a different instrument. No response has been returned as of 5/14/21. Batch record review showed the critical component, reaction mix mol4151 lot# rx11913, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# rx11911 for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on 5/14/21.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay mol4150 and repeated negative on the same lot. The suspected false positive samples were tested on a different lot of the simplexa assay and results were negative and were confirmed negative by other methods. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. Other than patient sample ID number, other patient information and patient sample collection method was not provided.